Manufacturer narrative:
One cardiomems sensor and delivery system was received for analysis. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter was found to be normal, other than missing components resulting from previous sensor deployment. Inspection of the length of the catheter was found to be normal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The results of the investigation are that there are no product anomalies identified and the root cause of the reported event are unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the sensor was difficult to deploy and the patient experienced an episode of hemoptysis. While attempting to deploy the sensor in the lpa, the distal loop appeared to deploy, but the proximal loop appeared to be stuck on the sensor. Torque was applied to the delivery catheter to help in fully deploying the sensor, but after about 10 seconds the patient began to cough up blood. At this time, everything was attempted to be removed, however, the sensor appeared to be deployed in the right atrium. Cv surgery was brought in for consult, and it was determined that it was likely that the lpa had a small abrasion, not a perforation. Following the procedure, the patient was sent to the ICU in stable condition for monitoring overnight. The following day, a f/u cxr showed that the sensor migrated to the right pa and the sensor was able to be successfully calibrated. The patient is currently in stable condition and has been discharged.